Manufacturer narrative:
The initial MDR was filed on 20-nov-2018. Additional information (03-dec-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint and stated that intermittent system issues or sample handling or preparation issues may contribute to discordant results. There are no additional reports of discordant estradiol results from this instrument.

Manufacturer narrative:
A siemens customer service engineer ( cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data. The cse performed a total service call on the instrument. The cse made adjustments to both probe heights at the reaction tube dispense positions and ran the water test. The results of the water test were within specifications. The customer ran the quality control material and all results were within specifications. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated results were obtained on a patient sample for the estradiol (e2) assay on an immulite 2000 instrument when comparing the results of the (neat) patient sample to the sample dilution recoveries. The discordant result was not reported to the physician(s). The neat sample was repeated again with multiple dilution factors on the patient sample, the dilution results were resulting lower. It is unknown which result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated (e2) result.